Event description:
It was reported that the device was getting hot. No medical intervention, adverse consequences, patient involvement, or case delay were reported. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot. No medical intervention, adverse consequences, patient involvement, or case delay were reported. Attempts are being made to obtain additional information from the user facility.